Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a cut in the distribution node to front therapy electrode cable, which damaged wires and resulted in a short in the cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.